Manufacturer narrative:
Although the device is not available to be returned, the pump event logs were received and are pending investigation review.

Event description:
The event involved a plum 360 infusion pump and it occurred on an unspecified date . The customer stated a bag with a specific amount of fluid was programmed to run for a specific amount of time emptied before that time was reached and the pump indicated that the amount of fluid that actually pumped was significantly less than the amount that was supposed to be in the bag. It gave the staff the impression that all of the fluid was being infused into the patient quicker than expected and the staff did not see the rate being changed across the infusion. At one point it was reported there may be an issue with the b port but all of the tpn infusions are on the a port. The staff did not see any alarms that indicate the bag was empty before the pump infusion was complete for tpn infusions. The customer found the following errors but was not certain if they could have contributed to the event; n185 proximal occlusion at start up, n190 proximal occlusion a/air and n232 proximal air a. Frequency: every 6 hours prn, rate 205 ml/kg, start time: (B)(6) 2022 11:45, admin duration: 15 minutes, admin dose: 513 mg, volume: 51.5 ml, route: intravenous. There was patient involvement; however there was no harm reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.